Event description:
Device malfunction: none. Time of malfunction: during vessel closure. Symptoms/ae: bleeding, acute hemodynamic decompensation, cardiac arrest, retroperitoneal bleed, surgical repair. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the external iliac artery after an interventional procedure. Reportedly, after uneventful suture deployment with the knot delivered fully to the arterial surface, bleeding continued. The patient developed acute hemodynamic decompensation leading to full cardiac arrest. Emergent resuscitation was successful. Retroperitoneal bleed was identified via angiography. Percutaneous access was gained contra-laterally; an occlusion balloon was inflated to temporarily control bleeding. The vessel was surgically repaired achieving hemodynamic stabilization and hemostasis. Reportedly, the deployment of the perclose proglide was smooth and uneventful with no difficulty encountered and did not contribute to the adverse event. A review of the access site angiogram revealed that the puncture site was located three centimeters above the level of the inguinal ligament and above the inferior epigastric artery. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
Acute hemodynamic decompensation. (B) (4). (B) (4). Use of the device in the external iliac artery. Incorrect use of device- off label use. The perclose proglide instructions for use state under indications for use, "the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patient who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths." The device was received. Investigation is not complete.